Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 280 mg/dl and associated symptoms of polyuria and polydipsia. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the patient¿s injury was due to issue with loss of prime. Animas customer support performed troubleshooting and determined the loss of prime issue was the result of training/misuse; the cartridge had been inserted containing cold insulin. Per instructions for use, the insulin should be at room temperature when the cartridge is filled/inserted into the pump. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a training/misuse issue.